Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2011 to report that patient has been experiencing a severe rash at the insertion site that seems to be attributed to the sensor's adhesive. Patient has consulted with her physician and was prescribed hydrocortisone. Patient is using prescription and it appears to be helping with skin condition.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.